Event description:
Patient was admitted with acute mi. Med ordered: dopamine, heparin and aggrastat. Med started IV per alaris tubing on alaris pump. Tubing would not function, change 3 times and still did not function. Pt did not receive any of ordered medication. Pt underwent angioplasty.